Manufacturer narrative:
Initial and final (B)(6) - device 1 of 3. E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set leakage event on (B)(6) 2025 with three infusion sets. The leakage was at the cannula site. Patient experienced hyperglycemia and was treated with manual injection other than insulin. The infusion set was in use for one day. No further information available.